Event description:
Customer reports one incident of a blood leak due to a crack in a reused dialyzer (use # unknown). No further information available. No patient injury or medical intervention reported.